Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: in follow up #2, results of the labeling review were inadvertently repeated from follow up#1. Follow up#2, should have indicated a correction to specify that the method code that was provided in follow up 1 was not applicable and entered in error. The pcba (printed circuit board assembly) network adapter and the ethernet cable were returned at the manufacturing site for evaluation. Visual inspection revealed no damages or defects. The network adapter pcba and the ethernet cable were installed in a system and burn-in was performed. The system was left with the power on and idle for 95+ hours. A power cycle and a self-test was performed three (3) times. No error messages were obtained. The hard drive gave 2011/2012 communication errors at power-on. The unit was old and had down revision firmware 5.017. Therefore, the hard drive was the most likely cause for the complaint based on the returns testing all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). A field service specialist (fss) visited customer site and upon inspection of the unit, he confirmed / observed the reported error issue. Fss determined that the problem linked to computers transmission issue, which replacement of instrument manager, advantech board, ethernet interface, ethernet cable and hard drive resolved the problem. The unit was found to meet amo (abbott medical optics) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported permanent error 2011 (error getting version strings from instrument host) at startup occurred on the whitestar signature system. There was no patient involvement reported and there was no patient treatment delays or cancellation.